Event description:
It was reported the patient had an increase in pain in their left side on their left flank. It was stated the patient¿s leads were not along the spine but where their ribs had been removed. It was noted the patient noticed the weekend prior to report that one of their leads were not delivering electrical impulses. Reportedly, the patient turned their amplitude up all the way and they were not able to feel stimulation. The patient reportedly had no falls or trauma and stated sometimes when their implantable neurostimulator (ins) was low they didn¿t feel their stimulation as strongly. It was stated the patient¿s ins was fully charged but they were still not feeling stimulation and had a loss of therapeutic effect. It was later reported the patient had been experiencing painful stimulation. It was stated the patient went home after a doctor appointment the week prior to report and began ¿testing¿ their stimulation with their programmer and discovered that their lead wire that was implanted in the lower part of their ribs was not working.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3888-33, lot# v159751, implanted: (B)(6) 2008, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-33, lot# v159751, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v159751, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's lead had high impedances over 10,000 ohms on electrodes 3, 4, 5, 6, 7, 8, and 15. It was stated the patient had a loss of stimulation or therapeutic effect and their device was reprogrammed. It was noted the patient's coverage and feeling of stimulation did not feel like normal. Reportedly, they attempted to program around the suspect electrodes in an attempt to recapture satisfactory stimulation as the patient wanted to try everything before considering surgical intervention. The patient's status was reported as no injury but it was stated the patient had pain at their lead location. Additional information stated the patient still had out of range electrodes and was still receiving suboptimal stimulation. It was noted the patient was meeting with their pain doctor to discuss further options.